Event description:
It was reported that patient's implantable cardioverter defibrillator (ICD) exhibited inappropriate shock. No intervention was done. There were no patient consequences.

Manufacturer narrative:
The reported event of ventricular fibrillation therapy assurance (vfta) activating during ventricular tachycardia (vt) in the monitor zone was confirmed. The vfta episode was likely due to under sensing on the discrimination channel, but this theory could not be proven due to the vfta electrogram (egm) being deleted, which cleared the amplitude data in the markers. The vfta cutoff parameter was correctly set to 400 msec per algorithm design. This does allow therapy delivery in the monitor zone.